Manufacturer narrative:
(B)(4)(B)(6)- patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a replace sensor now prompt occurred. The product was evaluated. An external visual inspection was performed and no damage. Nordic bluetooth pairing test was performed and passed. Data log analysis was performed and failed. A review of the share logs was performed and transmitter, failure alert displayed was found within the investigation window. The reported event of a replace sensor now prompt occurred is reportable based on the finding of transmitter, failure alert displayed. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-128151 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.